Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ck-mb stat immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ck-mb value of < 0.300 ng/ml accompanied by a data flag. The sample was repeated, resulting in a value of 42.23 ng/ml accompanied by a data flag. The repeat value was believed to be correct as it is close to the patient's previous results. The ck-mb reagent lot number was 49718701, with an expiration date of 31-mar-2022.

Manufacturer narrative:
Upon review of calibration data, signals for the first calibrator level were within expected ranges. Signals for level two were slightly below the expected range. All control results were within specified ranges. The customer uses 13 mm. Diameter tubes and did not use adapters required for 13 mm. Diameter tubes. The investigation could not identify a product problem. The cause of the event could not be determined.